Event description:
Consumer called to report having lab work done and bringing his meter with him to test. Readings were different. Analysis run on clark error grid using lab. Readings (59) as reference point vs. Bd readings (89) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.